Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. Peritonitis was manifested by weakness. The patient was not hospitalized for the event; however, they did visit the emergency room for the peritonitis. The cause of the peritonitis and the treatment were not reported. The action taken with dianeal therapy was not reported. It was not reported if the patient had recovered from the event. No additional information is available.